Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709, serial# (B)(4). Product type: catheter. (B)(4).

Event description:
It was reported that a couple years ago the patient was hospitalized for approximately five days. The patient's family had expressed concern the patient's care. The patient had a high temperature and white blood cell count. The pump was interrogated and x-rays and cultures were done and no pneumonia was present. However, it was undetermined what was occurring with the patient. The patient was discharged and had a follow-up with the neurologist. It was reported that there was a user error with the pump, as the pump had "discharged in her body over a couple weeks." There a report of an overdose and the pump was reported as empty. This device system was reported to have delivered baclofen. Additional information has been requested, but was not available as of the date of this report.